Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a leak and tubing alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and observed numerous "leak in iab circuit" in the fault log. Then, the fse performed a leak test and the unit passed to specification. The fse was unable to duplicate any failure pneumatically. The fse then completed the preventive maintenance with full calibration. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.